Event description:
The patient had two stents placed in the left main coronart artery (lmca) and the proximal lad as well as in the obtuse marginal (om). One day the procedure, the thrombus was found in the om. Pci was performed on this patient who presented for emergent treatment of a confirmed restenotic lesion in the lmca and the proximal lad as well as in the obtuse marginal. The lesions were described as eccentric and introitus. The first lesion was pre-dilated with a 2.5/15mm balloon 2.5/15mm balloon at 10 atm before deploying one 3.5/23mm cypher at 14 atm. Deployed next was one 3.0/18mm cypher stent at 18 atm by the crush technique. Post-dilation was performed with a 3.0/unknown length balloon at 12 atm. Ivus was conducted. Residual diameter stenosis measured 0% in the lmca and the proximal lad and was 25% in the om. Timi iii flow was recorded pre and post-procedure. Acts were not measured.